Event description:
The iab was inserted into the pt on 10/17/97 at 9:30 a.m. On 10/18/97, the dr had difficulty removing the iab from the pt due to the pt's pvd and previous peripheral bypass surgery. The iab was not returned to datascope for eval. The iab was discarded by the facility. Event complications: none from the event-reported 11/13/97. Pt's current status: discharged-rpt'd 11/13/97.